Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter. Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. (B)(4).

Event description:
Information was received via return product paperwork from a hcp (healthcare provider) regarding a patient receiving intrathecal com pounded baclofen via an implanted pump. The baclofen dose, concentration, and lot number were not provided. The pump IFU (indication for use) was listed as intractable spasticity and cerebral palsy. The pump and catheter (implanted on (B)(6) 2016) were explanted on (B)(6) 2016 due to infection. The type of organism was not provided. The event date was reported as (B)(6) 2016. The patient status was reported as recovered without sequela. Additional information was received from the healthcare provider. The patient's medical history included spastic and dystonic quad cerebral palsy, epilepsy, dysphagia with a g-tube and j-tube in place. The patient had experienced pump pocket swelling and back swelling. In regards to diagnostics, the pump pocket was aspirated, side port aspirated and blood cultures; no results were provided. The cause of the infection was not determined; however, it was in the perioperative time frame. At the time of the event the patient was also receiving acetaminophen 5mg through g-tube every 6 hours as needed for pain, albuterol sulfate 2.5 mg neb twice daily scheduled and every two hours as needed for respiratory distress, azithromycin 300mg through g-tube every monday, wednesday and friday, bacitracin topically as needed to stoma site, budesonide 0.5mg suspension inhalation twice daily, calcium carbonate 600mg through the g-tube daily, cetirizine 10mg through g-tube daily, clotrimazole apply cream topically 4 times daily as needed for itching and rash, diastat (diazepam) 50mg gel rectally as processed for seizures longer than 3 minutes, diazepam 5-10mg solution through g-tube as needed for seizure protocol, diazepam 5mg daily through the g-tube every 4 hours as needed for spasms, diphenhydramine 25mg through the g-tube every 6 hours as needed for difficulty sleeping, itching or allergy symptoms, gabapentin 800 mg through the g-tube 3 times daily, glycopyrrolate 2mg in 1mg/5ml solution through the g-tube 4 times daily scheduled, duoneb (ipratropium-albuterol) 3ml solution inhalation every 4 hours as needed for wheezing during respiratory illness, lamotrigine 200mg through g-tube 3 times daily, lidocaine topically to the g-tube stoma site as needed for irritation, lidocaine 2% jelly topically as needed for catheterization every 4 hours, during catheterization only, lorazepam 0.25mg ¿ 1 mg through g-tube as needed for seizure control, melatonin 3mg daily at bedtime through g-tube, mupirocin apply topically as needed to the stoma site, mononessa (norgestimate-estradiol) 1 tab by mouth daily, nystatin topically 4 times daily as needed for skin irritation, omeprazole 60mg through g-tube twice daily, probiotic 1 tab by mouth daily, simethicone 40mg through g-tube 4 times daily, sucralfate 500mg through g-tube 4 times daily, gabitril (tiagabine hcl) 6mg tabs through g-tube 4 times daily, tizanidine 1mg tab through g-tube 4 times daily, zinc oxide ((B)(4)) topically as needed for g-tube, j-tube (jejunostomy tube) perianal area for irritation and redness, baclofen 10mg tabs through g-tube every 6 hours in case of withdrawal symptoms. Call md prior to giving medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.